Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the dialyzer was leaking fluid from the dialysate port during priming before a patient¿s hemodialysis (hd) treatment. There was no patient involvement. The dialyzer was exchanged prior to the patient¿s treatment. The dialyzer is available to be returned for evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, the sample was found with polyurethane (pu) on the dialysate port¿s distal tip on the non-cavity identification (ID) end, which is known to impact the integrity of the dialyzer and to cause a leak. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that the dialyzer was leaking fluid from the dialysate port during priming before a patient¿s hemodialysis (hd) treatment. There was no patient involvement. The dialyzer was exchanged prior to the patient¿s treatment. The dialyzer is available to be returned for evaluation.